Event description:
Laparoscopic sigmoid resection - "during the procedure a reusable clip applier (10mm with m/l clips) was introduced in the placed 12mm trocar. After that the specialist discovered a tiny piece of rubber in the abdominal cavity. It came of the inner seal (instrument seal). The specialist claimed that he inserted the instrument in a controlled way, not roughly. There was no material left in the pt afterwards." Pt status: operation succeeded, pt ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.